Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately calcified bracheocephalic fistula. After a 6fr sheath was placed and crossed the lesion with a 0.035' stiff wire, a 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres for less than 30 seconds, the balloon ruptured. Another 6.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 22 atmospheres, the balloon ruptured again. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.